Manufacturer narrative:
The dreamstation CPAP pro device was returned to a third-party service center for further evaluation. During the evaluation, sound abatement foam degradation was not observed. The technician indicated that there was no evidence of foam degradation or particles found in the assembly. The service center also retrieved and reviewed the device's error logs. The third-party service center could not confirm the customer's allegation and there was no finding of visible foam degradation. The unit has been scrapped after device evaluation was completed. Sections g1, h2, h3, and h6 have been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, cough, nasal/throat/eye irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.